Event description:
The patient reported that they experienced uncomfortable stimulation since implant. It was indicated that there was overstimulation in the leg and buttock. It was confirmed that the therapy was off. During the call the patient decreased the stimulation and shut it off. This eliminated the uncomfortable stimulation. The patient mentioned that they had leg issues prior to implant, and didn't know if the discomfort was due to stimulation or their leg. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Healthcare professional (hcp) reported that patient had pain when increasing stimulation and until the implantable neurostimulator (ins) was turned down. However when it was turned down, patient would have loss of therapy. Patient has a scheduled doctor appointment (B)(6) after the report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.